Manufacturer narrative:
B3 event date: event date estimated as event reported to have occurred at ten (10) months post procedure.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was successfully implanted. At the 3-month follow-up appointment, the device looked good with no leaks. Approximately ten (10) months post implant, the patient began to show symptoms of a stroke. The patient was admitted to the hospital, and transthoracic echocardiogram (tte) showed a mass in the left atrium (la). Transesophageal echocardiography (tee) was completed which revealed that there was a large thrombus on the closure device.